Event description:
It was reported that the device had failed air in line sensor. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of air in line sensor failure was not confirmed. Received on 15-aug-2025, lvp device was received unboxed and with paperwork. Unit was left running on a dry set with no errors. The lvp unit is operating as expected. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center replace the ail. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.